Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. This report is for unknown screw/unknown lot number. Other UDI: (01) unknown (10) lot number unknown. (B)(6). Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: reported the following: unknown screw broke as it was being implanted on unknown date. This complaint involves one device. This report is 1 of 1 for (B)(4).